Event description:
It was reported that there was a lead safety switch on the right atrial lead. Technical services (ts) was contacted for a review of the data, and ts confirmed high, out-of-range pace impedance of greater than 2000 ohms. Programming options were discussed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).